Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal balloon bond and extending approximately 19mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues. A visual and microscopic examination observed no issues with the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.